Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the body of the balloon. Microscopic inspection confirmed the balloon had a pinhole. The found failure is consistent with the reported event of inflation failure. It is possible that interaction with scope and any other surface during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a balloon dilation procedure performed on an unknown date. During the procedure, the first dilatation was completed successfully. The dilatation site was shifted for the second dilatation, but during this inflation attempt, the balloon did not inflate. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event. (